Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The poly insulation (outer insulation) was melted in several places - consistent with electro-cautery damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased thresholds. Boston scientific technical services (ts) reviewed the electrograms (egms) and it appeared to them that the atrial waves were being sensed on the lv and inhibiting pacing. A month later, the lead was explanted and successfully replacd due to a dislodgement. There were no additional adverse patient effects.